Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device was explanted. No additional adverse patient effects were reported. Should the device be returned this investigation will be updated.

Manufacturer narrative:
This report is being filed to correct the adverse event/product problem and type of reportable event field.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device was explanted. No additional adverse patient effects were reported. Should the device be returned this investigation will be updated.

Manufacturer narrative:
This report is being filed to correct the adverse event/product problem and type of reportable event field.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device was explanted. No additional adverse patient effects were reported. Should the device be returned this investigation will be updated.